Event description:
A 3.0 mm diameter x 24 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal lad lesion. The lesion morphology was reported as moderate tortuosity with little calcification and 90-95% stenosis. The lesion was pre-dilated. It was reported that the stent couldn't be inflated well and gave only 20% luminal improvement. A second stent was introduced through the previous one. It was reported that a dissection occurred. Patient condition is unknown. The device has been returned and is pending device evaluation. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Results: pending device evaluation. Dissection. Conclusions: pending device evaluation.